Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right iliac vein. An 18x90/10fr uni plus 75cm wallstent® endoprosthesis was advanced to treat the lesion; however, upon deployment it was noted that the distal aspect of the stent did not open. The stent was re-constrained and was attempted to deploy the stent and again the distal end of the stent did not open. The stent was again re-constrained, removed the stent from the body and attempted to deploy the stent outside the body. It appeared that the distal aspects of the stent, the tines of the stent were bent and intertwined that it would not allow the stent to open. The procedure was completed using another 18x90/10fr uni plus 75cm wallstent® endoprosthesis. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified that the blue outer sheath was severely kinked down to the inner lumen at approximately 30mm distal of the main valve. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination identified no issues no with the stent holder, or tip. The stent cups were noted to be slightly retracted which may have occurred during deployment attempts and as a result of the amount of blood within the device. The device was received with the stent fully mounted onto the delivery system. The investigator deployed the stent encountering slight resistance due to the severe kink in the shaft and the presence of solidified blood on the delivery system. A visual inspection identified damage to the stent wires at the distal end of the stent. This type of damage is consistent with multiple attempts to deploy the stent when encountering difficult patient anatomy. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the target lesion was approximately 70% stenosed.